Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. Bladder area scan showed retention of 700ccs of urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. A bladder area scan showed retention of 700ccs of urine. It was later reported that the bag was leaking from the bottom.

Manufacturer narrative:
Received 1 drainage bag with the foley catheter and sterile water syringe still attached only. During the visual inspection, the exterior of the device was inspected and there was no evidence of a failure that would support the reported event. During the functional testing the sample was examined and no holes, rips or tears were noted. Water was introduced into the drainage eye and no leakage from the distal end of the sample was noted. The balloon was inflated with air while submerged in water and there were no bubbles to indicate a leak . The flow rate was tested while the balloon was inflated with10cc of water, and found the flow to be 145ml/min, 150ml/min and 155ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum; therefore, the sample met the internal specifications. The balloon was inflated and found concentricity to be 70:30. The internal concentricity specifications for a sample of this product type is 70:30 maximum; therefore, the sample met the concentricity specification. After inflating the balloon with 10cc of water and performing a leak test, on the seventh day, the balloon was fully inflated with no signs of leakage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: caution: this product contains natural rubber latex which may cause allergic reactions. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Released" (B)(4).

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. A bladder area scan showed retention of 700ccs of urine. It was later reported that the bag was leaking from the bottom.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. A bladder area scan showed retention of 700ccs of urine. It was later reported that the bag was leaking from the bottom.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. A bladder area scan showed retention of 700ccs of urine. It was later reported that the bag was leaking from the bottom.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley tube was allegedly found leaking from the perineum area on to "p-kay"; therefore, the catheter was removed and a new one was inserted. The patient complained of bladder distension along with discomfort to the touch. A bladder area scan showed retention of 700ccs of urine. It was later reported that the bag was leaking from the bottom.